Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. A visual examination was performed on the device, and noted scratches on the port. Needle marks were observed on the port septum. Brown particles were observed on the band ring, near the buckle. White particles were observed on the outer surface of the band shell. A fill inspection test was performed and no blockage was observed. An air leak test was performed and no leakage was observed. Under microscopic analysis, the ss connector was visible through the area of separated port tubing. The edges were noted to be sharp. A surgical end cut was observed on both the band and port tubing, consistent with device removal. Three non-penetrating nicks were observed on the band ring.

Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 04/25/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Without the device, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "the port tubing become separated from the band." The device was removed.